Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that her son was hospitalized due to high blood glucose and diabetic ketoacidosis on august 19,2018 with blood glucose of 400 mg/dl. The current blood glucose level was unknown. The customer was treated with manual injection. The customer was in the emergency room. The customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.